Manufacturer narrative:
One used lf1637 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. An acceptable visual seal effect was observed for each application. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic lar procedure, the device did not function. It activated but could not ligate vessels. There was no patient injury.